Event description:
Event description cpi received information that this porous tined endocardial j lead (4270) was found to be fractured at a implantable pulse generator (ipg) replacement procedure. The (4270) lead was removed from service, and used as a cap.